Event description:
The wife of a (B) (6) male patient contacted zoll lifecor customer support service to report that the light with the arrows on the charger would flash when placing a battery pack into the charger. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not charge. The cause of the battery pack not charging was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.